Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that blood glucose reading was 283, but sensor glucose was reading 73. Customer's current blood glucose level was 134 mg/dl. Troubleshooting was done. Nothing further was reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop 114-830. Sensor passed with accurate readings.